Manufacturer narrative:
(B)(4). Date of event corrected to (B)(6) 2017. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of catheter inter lumen crossover could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the cvp line was inserted and the staff noticed a back flow coming from the other lumen while aspirating from the proximal lumen. Both lumens had the same problem.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that the cvp line was inserted and the staff noticed a back flow coming from the other lumen while aspirating from the proximal lumen. Both lumens had the same problem.